Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display when she was attempting to deliver a bolus. When the escape button was pressed, the display returned. The blood glucose reading was 286 mg/dl. The customer treated with an insulin pen. The insulin pump was not damaged but may have been exposed to perspiration. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The customer was advised to remove the battery for 10 minutes and reinsert and was sent a new battery cap. The customer was advised to call back if the issue continued. The insulin pump was not returned or replaced.